Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. No intervention has been performed yet and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. No intervention has been performed yet and the s-ICD remains in service. No adverse patient effects were reported.